Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/17/2012 and has no repair history at zimmer surgical. Evaluation of the device observed damage to the head and 1" through 4" width plates. Prior to repair, the master blade was properly positioned and the device operated within motor speed specifications. The device was outside calibration specifications at the zero, 0.0040" and 0.0240" thickness settings on the left side, and the side to side calibration failed at the 0.0040" thickness setting. The thickness setting utilized during the customer's reported event is unk and no associated blades were returned for evaluation. Improper handling by the user most likely caused the damage to the head and lack of calibration of the device, which likely caused the customer's reported event. Additionally, improper handling likely was the cause for the damge to the 1" through 4" width plates. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii was shredding the graft. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.